Manufacturer narrative:
Date sent to FDA: 09/11/2020. Corrected information: manufacturing site name.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent ventral hernia repair surgery on (B)(6) 2009 and mesh was implanted. It was reported that the patient had removal surgery on (B)(6) 2017. It was reported that the patient experienced severe pain, nausea, diarrhea, chills and inflammation. No additional information is provided.